Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon review, right atrial lead noise was observed. No interventions were performed. The patient will continue to be monitored.